Event description:
Steering mechanism did not work properly and initially the micra device could not be advanced through the sheath, once advance device would not deploy, this device was removed with difficulty. Upon second micra device advanced without difficultly, ventriculogram was performed during which contrast extravasation into the pericardial space noted indicating a right ventricular perforation; emergent open heart and resuscitative measures taken, with pt expiration 6 hours later.